Event description:
The tip of the bronchoscope came off and fell into the patient's airway. The procedure was completed after switching out the scopes. There was a 10-minute delay to remove the piece that fell off and to switch the scopes. No delays thereafter to complete the procedure.the patient did not experience any harm, injury, or complications after the procedure. No additional treatment or monitoring was required. The patient recovered and was discharged home.

Manufacturer narrative:
Supplemental MDR will be submitted when the additional investigation is completed.